Event description:
Device malfunction: vessel locator button released during thumb advancer step. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, before completion of the thumb advancer stroke, the vessel locator button released causing the vessel locator wings to retract. The device was removed and manual compression was used to achieve hemostasis. There were no reported patient adverse effects. No additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.